Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that according to the customer's parent, the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that buttons did not work properly. It was stated that the insulin pump was neither dropped nor bumped. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no (act, escape and up) button response due to corroded keypad traces. No button error alarm during testing noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label and cracked battery tube threads.